Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Two leads were returned for analysis. One lead was returned incomplete and could not be functionally tested, the other passed testing. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
The pt was implanted with the scs system including an ipg and two leads on (B) (6) 2009. It was reported that one of the leads migrated. The physician elected to replace the entire system on (B) (6) 2009. The explanted devices were returned to ans for eval. No additional info is available.